Event description:
It was reported that the cartridge was leaking from the o-ring . Additionally, it was reported a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm.the customer loaded a new catrridge to address the issue. Customers blood glucose was "high" although no specific value was provided. The customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.